Manufacturer narrative:
The customer provided physio-control with the patient's date of birth.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No additional patient information has been provided by the customer. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to loose battery pins. Physio replaced the device's battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.